Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation, as the medical affairs specialist was unable to contact the patient. The patient reported the meter would not power on; so, she was unable to use the meter. The patient denied receiving medical attention following use of the meter. She took her usual dose of insulin, which is 70/30 insulin, 50 units in the morning and 32 units at night. The patient reported having blurry vision, feeling shaky, and off-balance, while taking this action. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved, and the patient reported symptoms that might suggest high or low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.